Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded noise on pace/sense channel and shock channels. Furthermore, unstable impedance changes were noted, and the physician elected to replace the lead at the same time as the ICD. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.